Event description:
It was reported that during a procedure, the instrument was misfiring clips and when they were deployed in the jaws they would fall out of the instrument. They resolved the issue by opening a new instrument. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: based on analysis finding of malformed clips, the event is reportable. The instrument was received with the floor bent. Dried body fluids were found on the jaws. The instrument was cycled, fired the remaining 8 clips pear-shaped due to the floor condition. Device locked out as intended. Jaw width measured within acceptable limits.